Event description:
It was reported that during a colectomy procedure, the load of the stapler locked and was not possible/unable to turn it on. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information was not provided by the contact. The analysis results found that the trt75 reload was received, with the right gripping surface broken off. The reload was returned fully fired. No functional test was performed. Event could not be confirmed as no instrument was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.